Event description:
It was reported the procedure was being performed in the critical care unit. During insertion while pulling the tunneler through the patients body, the plastic sleeve/cuff that covers the tunneler "broke like eggshells." Everything was retrieved and the patient suffered no ill effects. As a result, another kit was opened for a tunneler and the same catheter was implanted successfully. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.